Manufacturer narrative:
The purpose of this investigation was to examine the returned journey uni insert and tibial tray components. The locking mechanism of the insert has damage on the anterior lock detail. The upward material deformation seen on the periphery of the anterior locking mechanism may have occurred during insertion preventing the insert from properly locking inside the tibial tray. Upon visual examination, the articulating area of the insert showed deformation on the posterior side of the insert likely due to femoral articulation. No deformation or burnishing was observed on the central portion of the insert where femoral articulation normally occurs. The tibial tray on the posterior side has deformation and burnishing that may have occurred due to femoral contact because of insert disassociation. Damages on the backside of the insert likely occurred during tibial tray extraction. Deformation seen on the posterior articulating surface of the insert and posterior section of the tibial tray due to femoral articulation indicate the insert was not properly locked in. However, based on the examination of the insert and tibial tray the reasons for insert not properly locking could not be determined.

Event description:
It was reported that a revision surgery was required due to disassociation of the tibial insert.